Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message from the adc freestyle libre sensor and therefore could not obtain readings. The customer experienced symptoms described as shaky head and legs, unable to speak, and experienced seizure and loss of consciousness. The customer was treated with glucose injection by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Visual inspection was performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message from the adc freestyle libre sensor and therefore could not obtain readings. The customer experienced symptoms described as shaky head and legs, unable to speak, and experienced seizure and loss of consciousness. The customer was treated with glucose injection by a third party. There was no report of death or permanent injury associated with this event.